Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and noted the back haptic had torn off. The lens was removed with no patient injury and another same model lens was implanted.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens torn into two pieces. A piece of the lens optic and one haptic were torn off and stuck in an aq cartridge-fp. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).